Event description:
A malfunction occurred while a pump was being updated. There was no reported adverse impact on the customer's blood glucose level. The customer was unable to reset the pump, despite instructions from technical support, who assisted with resetting attempts using various methods. As a result, no backup insulin delivery method was available, and the customer was advised to contact a healthcare provider. The pump was still under warranty, so technical support confirmed the shipping address and arranged for a replacement pump to be sent, instructing the customer to return the defective pump using a pre-paid label within 10 days.